Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 269 mg/dl. Customer treated with bolus. The drive support cap is flush. The motor error alarm occurred during basal delivery. Advised customer to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.